Event description:
It was reported via remote monitoring that the device was at vvi 65 and the patient was scheduled for device replacement. Upon interrogation prior to change out, it was noted that the device had a power on reset (por) and had not triggered elective replacement indicator (eri). The date of the por coincided with the last trans-telephonic monitor transmission by the patient. The physician elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found. However, no output and no telemetry was noted. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.